Event description:
It was reported that during an colostomy procedure the device broke off and fell into the patient after 1h 45min , the part was immediately retrieved . Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.